Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (essure removal). Essure was removed in 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils may have become displaced/suspicion of dislocation') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/increased bleeding"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), dyspareunia ("pain after intercourse"), back pain ("lower back pain"), menorrhagia ("heavy menstrual bleeding"), alopecia ("hair loss"), headache ("headaches"), ovarian enlargement ("right ovary enlarged") and migraine ("migraines"). The patient was treated with surgery (essure removal, hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, dyspareunia, back pain, menorrhagia, alopecia, headache and ovarian enlargement had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device dislocation, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, ovarian enlargement and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2013: results: left ovarian cyst and essure coil in place.; on (B)(6) 2015: results: right ovary enlarged with normal follicles.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: event migraines added. Patient date of birth added. Event genital haemorrhage seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils may have become displaced/suspicion of dislocation') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/increased bleeding"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), dyspareunia ("pain after intercourse"), back pain ("lower back pain"), menorrhagia ("heavy menstrual bleeding"), alopecia ("hair loss"), headache ("headaches"), ovarian enlargement ("right ovary enlarged") and migraine ("migraines"). The patient was treated with surgery (essure removal, hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, dyspareunia, back pain, menorrhagia, alopecia, headache and ovarian enlargement had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device dislocation, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, ovarian enlargement and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2013: results: left ovarian cyst and essure coil in place.; on (B)(6) 2015: results: right ovary enlarged with normal follicles. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils may have become displaced/suspicion of dislocation') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 628056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy and allergy to metals. On (B)(6) 2015, pathology revealed paratubal cysts were discovered postsurgically in fallopian tubes. Only one fallopian tube contained an essure coil. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), dyspareunia ("pain after intercourse"), back pain ("lower back pain"), genital haemorrhage ("heavy bleeding/increased bleeding"), heavy menstrual bleeding ("heavy menstrual bleeding"), alopecia ("hair loss"), headache ("headaches"), ovarian enlargement ("right ovary enlarged") and migraine ("migraines"). The patient was treated with surgery (essure removal, hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, abdominal pain, dyspareunia, back pain, genital haemorrhage, heavy menstrual bleeding, alopecia, headache and ovarian enlargement had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device dislocation, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, migraine, ovarian enlargement and pelvic pain to be related to essure. The reporter commented: right: 5 coils, left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2013: results: left ovarian cyst and essure coil in place.; on (B)(6) 2015: results: right ovary enlarged with normal follicles. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Lot number: 628056, manufacturing date: 2008-08, expiration date:2010-08 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of ptc(product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils may have become displaced/suspicion of dislocation') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 628056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy and allergy to metals. On (B)(6) 2015, pathology revealed paratubal cysts were discovered postsurgically in fallopian tubes. Only one fallopian tube contained an essure coil. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), dyspareunia ("pain after intercourse"), back pain ("lower back pain"), genital haemorrhage ("heavy bleeding/increased bleeding"), heavy menstrual bleeding ("heavy menstrual bleeding"), alopecia ("hair loss"), headache ("headaches"), ovarian enlargement ("right ovary enlarged") and migraine ("migraines"). The patient was treated with surgery (essure removal, hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, abdominal pain, dyspareunia, back pain, genital haemorrhage, heavy menstrual bleeding, alopecia, headache and ovarian enlargement had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device dislocation, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, migraine, ovarian enlargement and pelvic pain to be related to essure. The reporter commented: right: 5 coils, left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in december 2013: results: left ovarian cyst and essure coil in place.; on (B)(6) 2015: results: right ovary enlarged with normal follicles. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient medical history, middle name, lot number, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils may have become displaced/suspicion of dislocation"), pelvic pain ("pain") and genital haemorrhage ("heavy bleeding/increased bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), dyspareunia ("pain after intercourse"), back pain ("lower back pain"), menorrhagia ("heavy menstrual bleeding"), alopecia ("hair loss"), headache ("headaches") and ovarian enlargement ("right ovary enlarged"). The patient was treated with surgery (essure removal, hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, dyspareunia, back pain, menorrhagia, alopecia, headache and ovarian enlargement had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device dislocation, dyspareunia, genital haemorrhage, headache, menorrhagia, ovarian enlargement and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on 12-mar-2015: right ovary enlarged with normal follicles.; in december 2013: left ovarian cyst and essure coil in place. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jul-2018: new events added- abdominal pain, pain after intercourse, lower back pain, heavy menstrual bleeding, hair loss, headaches, right ovary enlarged and essure coils may have become displaced. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (essure removal). Essure was removed in 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.